Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted due to fracture. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found severely fragmented into 4 segments. An extraction aid was found in a distal fragment. The lead was probably damaged during the extraction procedure. Due to the severe fragmented state of the lead a root cause analysis was not feasible and the cause for the reported fracture could not be determined. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.